Event description:
It was reported that doctor removed hip components due to wear. Device was implanted 12 years ago.

Manufacturer narrative:
The associated complaint devices were not returned. The clincal/medical concluded, no clinically relevant or supporting documentation was provided; therefore a thorough medical investigation could not be performed. However, per the complaint details, the stem and cup were revised due to wear after 12 years in vivo. The patient impact beyond the reported minor (0-30 minute) surgical extension, probable pain, the revision surgery itself, and the expected post-op convalescence period cannot be determined. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the devices.